Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The patient is asymptomatic. Reprogramming was recommended. The patient will continue to be monitored.